Event description:
Incident as reported: minimally invasive davinci assisted coronary artery bypass - "the trocar was used as the camera port and was placed in between the ribs. While using the davinci, dr. (B)(6) torqued on the trocar against the rib and the trocar broke. A piece of the distal end of the cannula broke off and fell into the patient, then the cannula developed a fracture running up the length of the cannula. The nurses switch the broken cannula for a new c0r30. This is the second time this has happened with this surgeon. Dr. (B)(6) entered the case and spent an hour searching and finding the broken pieces of the trocar. They believe that they got all of the pieces."

Manufacturer narrative:
Investigation summary: the incident device was not returned for evaluation. In the absence of the subject device, it is difficult to determine the cause and failure mode of the incident. A review of the manufacturing records for this lot reveals no unusual events during construction; the lot passed all quality inspections. However, clinical development was contacted in regards to this cer to verify that a da vinci surgical robotic system and clamp validated for applied medical trocar products was used during the time of the event. It was confirmed that a da vinci system was used; however, the product was attached with a clamp validated for ethicon products. The ethicon clamp has not been validated for use with applied medical trocar products. Non-validated clamps may cause damage to applied products. Applied recommends review of the intuitive surgical, inc.'s (da vinci robot manufacturer) instruments and accessories to understand which applied medical trocars have been validated for use with the da vinci robot and the corresponding adapters. Intuitive surgical, inc. Supplies a validated mount (model# 371528) for applied medical non-threaded trocar models. This document represents our initial and final report.